Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user performed a supply change and subsequently experienced elevated blood glucose levels. The user later noted that the infusion set had been inserted with the needle guard left in place, consistent with incorrect infusion set deployment or improper attachment of the connector between the infusion set and cartridge components. Symptoms included hyperglycemia. The outcome involved user education and troubleshooting, with instruction to perform a complete supply change. No alerts or alarms were reported. The investigation included a user interview and troubleshooting. The investigation revealed user error related to incorrect infusion set deployment, aligning with previously known issues associated with infusion set handling. Based on previously established findings for similar reports, the cause was determined to be user error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.